Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified brachial vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the fourth inflation, the balloon ruptured at 12 atmospheres. The device was removed and the procedure was completed with the different device. There were no patient's complications nor injuries reported.